Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after changing the supplies on the pump, the customer's blood glucose (bg) level was high and the customer vomited. The customer changed the infusion set site and delivered a bolus via the pump to address the bg level. During troubleshooting with tandem customer technical support (cts) the customer's time on the pump was reported to be "slower" than it should have been; it was off by 1 hour. Cts assisted the customer with correcting the time. The non tandem cannula was also noted to be kinked; the customer inserted a new infusion set site.